Event description:
It was reported that the pt had experienced an overstimulation sensation. The pt still felt stimulation with the device turned off. The pt also experienced a jolting sensation, the details of which were not reported. Impedance readings were normal. It was indicated that the pt had a fall in (B)(6) since which time the pt had problems with the therapy. However, it was believed that the overstimulation and jolting issues, which started the past friday, were not related to the fall in (B)(6). The pt was unable to turn down or turn off the stimulation. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).